Manufacturer narrative:
(B)(4). Batch # t5ak2r. Device analysis: the analysis results showed that one gst60d reload was received with the one piece sled detached and not fired, making it nonfunctional. Although no conclusion could be reached as to why the one piece sled detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic colectomy, the sled of the cartridge came off when removing the cartridge from a device. Before the event, the cartridge could not be loaded into the jaw, so it had to be removed to be loaded again. No pieces fell into the patient. Another device was used to complete the case. The sales rep attended the operation and reported that the cartridge was removed from the device with the retaining cap on, and nothing touched the proximal end part of the cartridge. There were no adverse consequences to the patient. No further information is available.